Event description:
The customer reported the battery is not getting charged and the device did not power up in testing.

Manufacturer narrative:
(B)(4). The customer reported the battery is not getting charged and the device did not power up in testing. There is no pt involvement. This complaint is still under investigation. A f/u report will be submitted once the investigation is complete.